Event description:
The customer reported the nurse pushed a cart into the side of the ventilator and the ventilator then alarmed and turned off. The customer reported the ventilator was in use and there was no patient harm. The customer reported the ventilator was removed from use and when it was taken to the respiratory therapy department for checkout, it was again with the computer mobile unit they use in the patient rooms which has a huge elbow that sticks out. Review of the device diagnostic log noted restart occurrences during normal ventilation mode usage. During evaluation, the manufacturer's service technician reported when the ventilator outer enclosure was tapped as in an impact vibration, the unit would go vent inop due to an exhalation motor error. Vent inop, when in use, will stop providing ventilatory support to the patient. The service technician replaced the exhalation valve to correct the finding. Performance verification testing was completed and passed per operating specifications. This issue was caused or contributed to by user abuse.